Event description:
It was reported that the patient was hospitalised with diabetic ketoacidosis on (B)(6) 2026. The patient¿s blood glucose levels rose to approximately 600 mg/dl (exact value not provided) while wearing the pod between 24 and 36 hours. It was reported that the patient¿s continuous glucose monitor (dexcom g6) was reading at approximately 400 mg/dl however a manual fingerstick test showed the level at approximately 600 mg/dl (dexcom were notified of this report on (B)(6) 2026). Reported symptoms include malaise, headache, body aches, confusion, sore throat and weakness, particularly pronounced in the calves. The patient was treated with intravenous insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.